Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed an infection at the abutment site and experienced a loss of osseointegration resulting in fixture loss. There are plans to reimplant the patient however this has not occurred as of the date of this report.